Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the patient felt discomfort in the chest, but it was not severe. It was noted that the ipg threshold was slightly high at the procedure, the device was implanted on the basis that gradual decrease in threshold started to be seen during the procedure and impedance was stable. A few days after implant an urgent device check was performed after a pacing failure had been confirmed. It was revealed that sensing sensitivity had decreased as expected and the threshold was unable to be measured. The ipg was removed and a transvenous system was implanted. No further patient complications have been reported as a result of this event.